Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high and an inaccurate result issues with his one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issues with the subject meter began on an unspecified day 2 weeks prior to contacting lfs. He stated that he obtained glucose results of "315 mg/dl" on the subject meter and "103 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient also stated that on an unspecified day, 2 weeks prior to contacting lfs, he obtained the same test result of "315 mg/dl", four consecutive times in. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issues it is unknown if he made any changes to his usual diabetes management routine. The patient claimed at an unknown time after the alleged issues started, he felt shaky. He denied receiving any form of medical intervention in response to his symptom. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique, correct unexpired test strips and an approved sample site. Replacement products were sent to the patient. The patient's products have been returned and evaluated by lfs product analysis on (B)(6) 2012 with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The complaint was not confirmed (708). This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, possibly administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient's products have been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The complaint was not confirmed (708). The 510(k) # is k061118.